Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the health care provider (hcp) noticed a bend in the lead when it was taken from the packaging (lead lot# 0204474744). The hcp then opened another lead, and found it to be bent also (lead lot # 0204421095). A third lead was used, and the implant was successfully completed. Reference MFR report # 3007566237201101190.